Manufacturer narrative:
(B)(4).

Event description:
The pt experienced pain on her right side and spine when the implantable neurostimulator was turned on because one of ther leads had dislodged. She visited her health care professional about the lead dislodgement and he recommended a revision. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.